Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens not returned

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens in the patient's right eye (od) and scratches were observed on the lens. The lens was removed and exchanged for another lens and this resolved the problem. No patient injury was reported. Patient's last ucva was 20/20.

Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken/bent/deformed. No similar complaint was reported for units within the same lot. This product was manufactured in the u.s. But not marketed in the u.s. (B)(4).